Event description:
It was reported that at 15,000 joules while using the surgical fiber during a prostate procedure, the fibers metal cap detached inside of the patient. Time expended: 11:19 minutes. The fiber was replaced and the procedure completed using a second surgical fiber. Patient outcome: "no injuries to the patient" reported.